Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back syndrome surgery. It was reported that the patient's device was not working. It didn't work for him. Patient explained that the device inside of him quit working, a few years ago. No further complications were reported/anticipated.